Manufacturer narrative:
G4: 14jan2021. B4: 14jan2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). It was confirmed that the flow sensor would need replacement. The customer's bio-med replaced the flow sensor to resolve the reported issue. The device passed performance verification testing. The part has not been received, but a similar evaluation was performed for the faulty sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported to philips that the device had a co2 low leak alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.